Event description:
According to the reporter: during a low anterior resection, the staple line was complete. The staple formation was complete. The donut was complete. There was leakage after firing and it was discovered post surgery. To correct the condition it was sutured. The patient expired.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, there was leakage after firing. Additional information has been requested but not yet received.